Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was fractured at the is-1 terminal pin. During the invasive procedure,this ventak mini implantable cardioverter defibrillator(ICD) was explanted due to a defective or damaged setscrew.